Event description:
The healthcare professional (hcp) reported that there was difficulty charging and getting all the bars. The patient reported that the implantable pulse generator (ipg) moved in the pocket since implant. There was a report that the ipg was replaced during a pocket revision and moving of the ipg as a precaution. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.